Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The permanent cautery hook (pch) instrument was analyzed and found to have a broken conductor wire at the proximal clevis hole. The instrument failed the electrical continuity test, confirming a complete break in the wire. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The probable root cause of the damaged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm permanent cautery hook (pch) instrument; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook (pch) instrument was not working. There were no reports of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the event date was confirmed. The issue was identified during the procedure. The instrument did not have any issues related to unintuitive or uncontrolled motion. The instrument did not have damaged cables. The procedure was completed robotically by replacing the instrument. Customer stated that the instrument sparked at the joint/wrist when activated by the surgeon. The instrument was sent to isi for evaluation.